Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/06/2015 with the following findings: there were multiple cs 064 alarms observed in the black box. Piston rod does not retract when attempting to rewind pump, accompanied by a cs 064 alarm. Investigators found defective internal motor the pump booted to the verify screen with dim pink contrast. A crack along the side of the battery compartment threads was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.